Event description:
Shiley received a copy of an operative report from the initial reporter which indicated that the pt had their bjork-shiley spherical disc mitral heart valve replaced due to periprosthetic mitral regurgitation, stenosis, and possible endocarditis. According to the copy of the operative report, "the mitral prosthesis was notable for having dehisced approximately one-third to one-half of its circumference along the inferior aspect of the valve." The report also stated that "although the tissue did not appear overly infected...highly suspicious for subacute endocarditis".